Event description:
It was reported that shaft break occured. The 90% stenosed, 2.75x21mm in length, greater then or equal 90 degree bend, concentric, de novo, target lesion was located in the severely tortuous and severely calefied left circumflex artery. Predilation we performed with a 2x9mm and a 2.5x12mm mustang balloon catheters with residual stenosis of 40%. A 24 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent couldn't tracked and was withdrawn. Dilation was completed with a 2.5x12 maverick balloon catheter. The same 24 x 2.75 promus premier drug-eluting stent was advanced and broke 25cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. A promus premier ous mr 24 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 183mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that shaft break occured. The 90% stenosed, 2.75x21mm in length, greater then or equal 90 degree bend, concentric, de novo, target lesion was located in the severely tortuous and severely calcified left circumflex artery. Predilation we performed with a 2x9mm and a 2.5x12mm mustang balloon catheters with residual stenosis of 40%. A 24 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent couldn't tracked and was withdrawn. Dilation was completed with a 2.5x12 maverick balloon catheter. The same 24 x 2.75 promus premier drug-eluting stent was advanced and broke 25cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.